Event description:
Info was received that reported a pt had been hospitalized due to diabetic ketoacidosis. The reporter believes that the device may be defective as the pt's blood glucose had been hard to control. Reportedly the site, cartridge, admin set, and insulin were changed out and the problems persisted. The device will be evaluated to ensure that it is functioning correctly and did not contribute to the reported incidence.